Manufacturer narrative:
(B)(4). Date sent: 6/1/2023. D4 batch #: unknown. Did the patient experience any adverse consequences due to this issue? Reoperation due to intestinal perforation. Which segment of the bowel was perforated? Colon . Which segment of the bowel had the white burn? Colon. Was there any device activation when device was in contact with bowel? The surgeon and the sales rep reviewed the operation video and they found the changed white colon was not touched the harmonic directly and it was caused from heat of harmonic. Was there any device activation while the device was in the bowel area? We could not get the information from the surgeon. Was there an alleged deficiency with the device during the original procedure? No deficiency. According to the surgeon, he used the harmonic as usual and there was no problem with activation and there was no alarm. Were there any generator alert screens during the procedures? Nothing what heat management strategies were used during the original operation? Output level5 how was the intestine perforation detected? Vital changed. We could not confirm detail information. Please confirm bowel confirmation required an additional operation or was the perforation addressed during the same original procedure? At postoperative day 1, the patient had reoperation for open surgery. The surgeon found the perforation surrounded with the white colon by harmonic. The white colon was harded. Is a video of the procedure available for engineering and medical review? We could not get the video from the surgeon. What is the patient's current status? => currently, the patient is stable. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic colectomy, it was found that the intestine was perforated. When using the device, the intestinal tract turned white due to residual heat. The perforated area was right next to the white burnt area, and the tissue of the burned part was hard. The blade tip was not broken off and no pieces fell into the patient. Additional sutures were performed to complete the case. No further information is available. Affiliate